Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had to have dental work done for a crowns on molars on bottom. They had to cut their aligner to use it since they no longer fit and the sharp edges are sharp. They need to get new aligners due to the new crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.